Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es outpatient had encountered discharged in error prior to appointments. The premature discharge dates caused issues with pyxis access, preventing clinics from pulling medications. Investigation suggested the issue stemmed from a workaround by the prior auth team, where switching encounter types triggered early discharge dates. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was encounters outpatient discharged in error prior to appointments. The technical support specialist stated that connected to the carefusion coordination engine and found the host (cerner) is registering the patient but then sends a cancel admit seconds later so reached out to customer to get feedback after suggesting opening a ticket to resolve the issue.